Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged atrium. A mitraclip xtw was inserted and deployed centrally on the mitral valve. A second clip, a mitraclip ntw (40828r1074) was then inserted without issues and advanced to the mitral valve. However, difficulties visualizing the clip occurred, the clip became caught in chordae and was unable to be removed. Troubleshooting was performed, but the clip was unable to be removed, and the patient was experiencing hypotension. To treat the hypotension, intravenous (IV) medication was administered. The clip was deployed where it was stuck, on both leaflets. Mr was reduced to approximately 2+. To further reduce mr, a third clip, a mitraclip xtw (41004r1081) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, the leaflets were unable to be grasped or captured, posterior leaflet damage was observed, the mr increased back to a grade 4+, and the patient experienced cardiogenic shock. It was noted that the cardiogenic shock was due to the increase in mr. The clip was removed from the patient and no additional clips were implanted. The second implanted clip remained attached and stable on both leaflets, and mr remained at a grade of 4+. To treat the cardiogenic shock and stabilize the hypotension, a non-abbott heart pump was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip occurred due to patient anatomy. Hypotension appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). Hypotension is a known possible complication associated with mitraclip procedures. Unexpected medical interventions, medication required and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.